Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call a sensor issue. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor had a blood at site and would reject calibration. Customer also reported that the sensor needle was missing after it was removed from the insertion site. Troubleshooting was performed and the customer was advised to insert sensor in a different location and to monitor insertion site. The sensor is being replaced and is expected to return for analysis.